Event description:
Per complaint (B)(4), a patient experienced throbbing pain in their mouth. Inflammation and infection were reported along with exudate. Their dental implant was explanted one month after initial placement.